Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 450mg/dl and a manual injection was administered to address the bg levels. The customer would change their pump supplies in order to resolve the occlusion alarm but the alarms would continue. The customer reverted to a non-tandem pump and manual injections for insulin therapy.